Event description:
Given 6 amalgam dental fillings in 2nd trimester throughout pregnancy. Also given dental analgam bridge after root canal. Developed chronic fatigue syndrome, joint pain, raynaud's disease. Baby developed autism . Believe health problems are caused by dental amalgams, specifically by mercury. Was never informed dental amalgam consists of mercury. Told they are "silver." Mercury is toxic and is keeping me sick.